Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic with episodes of non-sustained rv oversensing. Review of the egms showed possible myopotential oversensing. Programming changes were made. Patient is doing fine.